Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained ventricular tachycardia episode was observed due to myopotential oversensing inhibition on the device. Low levels of high frequency noise inhibited pacing. Programming changes were made. Patient was stable and will continue to be monitored.